Event description:
Health professional reported, right side rupture. Post surgery. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, opening assessed, as unidentified (tear) (shell thickness was within specification). As per the investigation procedure: particle and crease was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported, right side rupture. Post surgery. Device has been explanted.

Manufacturer narrative:
Corrected data: d.6a.

Event description:
Health professional reported right side rupture post surgery. Device has been explanted.

Event description:
Health professional reported right side rupture post surgery. Device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported right side rupture post surgery. Device has been explanted.